Manufacturer narrative:
H.6. Investigation summary: two samples were received from the customer for investigation. The samples were visually examined using unaided vision. One sample has excess epoxy on the needle hub and on the needle. The second needle has excess epoxy on the needle. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regard to epoxy location. It is not used to disposition product. There is no quality criteria in the customer specification for epoxy height on the needle in the customer specification for material 305180; therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with a bd¿ blunt fill needle. The following information was provided by the initial reporter, "white substance on plastic part of needle ¿ looks like the cement & it a bits excessive, but all needles seem to have a bit."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd¿ blunt fill needle. The following information was provided by the initial reporter, "white substance on plastic part of needle ¿ looks like the cement & it a bits excessive, but all needles seem to have a bit."